Event description:
The reporter contacted animas on (B)(6) 2012 alleging tactile changes in the keypad involving the up arrow button. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons.